Event description:
It was reported that during a percutaneous transluminal coronary interventional (ptca) procedure, the catheter was unable to cross the lesion. The 80% stenosed and severely calcified lesion was located in the moderately tortuous circumflex (cx) and obtuse marginal (om) bifurcation. Access was obtained via an unspecified femoral artery. A maverick 3.0mm x 15mm balloon was advanced for pre-dilatation, however, the number of inflations and to what atms the balloon reached on each inflation is unknown. A taxus liberte 3.0mm x 24mm stent was successfully implanted in the cx artery. The om was pre-dilated with a maverick 3.0mm x 15mm balloon and the taxus liberte 20mm x 3.0mm stent delivery system (sds) was advanced to the lesion, however, the sds was unable to completely cross the lesion due to an obstruction thought to possibly [be] a small dissection secondary to multiple pre-dilation ballooning and it was noted that the stent had been damaged. The physician made multiple kissing and single balloon inflations with unspecified balloon catheters, unspecified guide catheter exchanges, and a change to unspecified extra support guide wire but was still unable to deploy the stent. Another manufacturer's 3.0mm x 18mm sds was advanced, however, the stent was unable to be deployed. The physician made several more balloon inflations with a maverick 3.0mm x 20mm balloon and another manufacturer's 3.0mm x 20mm balloons after which time a taxus liberte 2.75mm x 16mm and taxus liberte 2.75mm x 12mm were successfully placed. A 3.5mm x 8mm quantum maverick balloon was advanced for post-dilatation of the stents to complete the procedure. The patient's status is reported as ok.

Manufacturer narrative:
Visual examination of the returned device revealed distal stent damage. Some of the struts were slightly flared outwardly. This type of damage is consistent with the device meeting some form of restriction during insertion. The complaint report states that the stent became damaged in the process of attempting deployment. The directions for use (dfu) states that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause was unable to be determined.